Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had been turned off.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was off. The user had turned the switch off and then back on, after which the station successfully booted up. A technical support specialist (tss) verified that the station was up and running, and no issues were found. The system functioned as intended after the technical support specialist verified the device.